Event description:
It was reported that the patient experienced an overdose over 2 years ago. The reporter stated 'there was an issue with the pump' and the patient 'got overdosed from a pump fail.' The patient wanted to find a new doctor because the previous doctor overdosed the patient twice with pump fail. The patient later stated 'this is my third time now getting od'd'. It was not clear what the exact causes of each instance were, however it was confirmed there were pocket fill's involved in some overdose events. Another reporter stated that the patient had been admitted before and had a history of multiple pocket fills. (See manufacturer report # 3004209178-2013-04816). It was later reported that the overdose in this instance occurred immediately after refill. The symptoms were blurred vision and dizziness. The reporter stated that the cause was 'a miscalculation after a dye study.' The patient was doing fine after the pump was turned down. The medication being delivered was morphine. There were no further details given regarding this event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n182654011, implanted: (B)(6) 2008, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).